Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of one photograph of a device. The event report alleges the product was used in a surgical procedure. The visual inspection of the photograph note the shaft is bent and broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of these conditions may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No enhancements or improvements were generated for the reported condition. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Surgical time extended 30 minutes or more due to the product problem. The surgeon had to manually fix the mesh with suturing. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter: occurred during a laparoscopic incisional hernia meshplasty procedure. The device was being used for the fixation of the mesh. The shaft of the tacking device was broken down the center and further fixation was not possible at all. Only six tacks had been fired from the device. Those tacks were able to penetrate the tissue and hold correctly into the tissue. A device component did fall into the cavity of the patient but was retrieved. The surgical time was extended by more than thirty minutes due to the product problem. The surgeon had to fixate the mesh using suture. There was no additional patient harm. The patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.